Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, before/during loading a 12.6mm vticm5_12.6 implantable collamer lens, -7.5/+1.0/091 (sphere/cylinder/axis), it tore. This was discovered after opening the vial and there was no patient contact with the lens. This occurred on (B)(6) 2021. The cause of the event is reported as unknown. An alternate lens was successfully implanted at a later date.